Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not asking for medication refill when the value was below minimum. A technical support specialist cleared inventory records in the interface database for the item on both stations and instructed to perform a pocket inventory to repopulate counts and resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server a restock issue occurred on device pw4s (4 south pyxis). The sterile water 10 ml vial (med ID: (B)(6)) located in auxiliary drawer 7, matrix pocket 1, fall below the minimum level on (B)(6) 2026 at 08:47 but does not trigger a restock prompt. The configured maximum and minimum levels were 25 and 15, respectively. Review of the device event report shown that refill prompts were generated throughout the prior week, with the last prompt recorded on (B)(6) 2026 at 15:48. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.